Event description:
It was reported that, upon interrogation in clinic, there was an alert for this pacemaker being in safety mode. It was noted that the battery life estimate at last check was approximately one year remaining. This device was explanted, and another pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone reset and that bradycardia therapy remained available. It appears that this device has completely scrambled ram as if the power was lost and then restored. This could be due to a bad battery or some other hardware anomaly. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that, upon interrogation in clinic, there was an alert for this pacemaker being in safety mode. It was noted that the battery life estimate at last check was approximately one year remaining. This device was explanted, and another pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed.